Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensor continue to be safe, effective, and perform as intended in the field. The available tripped trend reports were reviewed for libre sensor and insertion-3 for the last year. The review identified a tripped trend for this perception code. This tripped trend was addressed in the tracking and trending review process. The review concluded that the tripped trend was not correlated with any identified product related issue if the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the adc sensor. The sensor prematurely detached and the customer was unable to obtain readings. As a result, customer experienced a loss of consciousness. Customer was unable to self -treat and required third-party unspecified treatment. There was no report of death or permanent impairment associated with this event.